Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, three hours after the proglide closure there was some additional bleeding from the access site. A non-abbott device was used stop the bleeding. There were no reported adverse patient effects. No clinically significant delay in the procedure was reported. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.